Event description:
The clinic reported that a laser vision correction patient presented at four days post op a laser vision treatment with stage 1 dlk (diffuse lamellar keratitis). The corneal flap was lifted and rinsed. The patient is being treated with pred forte and monitored daily until resolution.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted.    Placeholder.